Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced water coming out of the eye. Upon return to the surgeon the same day as the surgery, the surgeon noticed the lens optic was located anterior to the iris. The surgeon returned the patient to the operating room the same day to reposition the lens which was successful. The next day, the patient came in for a postoperative visit and the lens was subluxated superiorly. The surgeon exchanged the lens the same day and noticed one of the haptics was broken. The patient currently is doing well and the vision is great at 20/20.